Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: low flow alarms were confirmed via evaluation of the submitted log files. A cause for these low flows could not be determined. A correlation between the device and the reported mild hypertension, hypervolemia, and bacteremia could not be confirmed, and a specific cause for these events could not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted system controller log file, which contained data from (B)(6) 2021, revealed transient low flow alarms accompanied by elevated pi values. The system otherwise appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related issues have been reported. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. "Introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hypertension and infection (localized, driveline, pump pocket or pseudo pocket). It also provides an explanation of all pump parameters, including flow. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and to contact the manufacturer if pi values near or above 10 are observed. "System monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. "Patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ it also contains a subsection entitled ¿controlling infection.¿ ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook: ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient had an abrupt onset of low flow alarms with over 30 in the last 12 hours with an elevated pulsatility index (pi). The low flows worsen when turning to the right side and it has been ongoing since (B)(6) 2021. The patient was hypervolemic, mean arterial pressure (map) was mildly elevated. Lactate dehydrogenase (ldh) and haptoglobin were stable. Computed tomography angiography (cta) showed no outflow graft issues. The patient was incidentally found to have bacteremia. Log file analysis captured low flow events on (B)(6) 2021 and several low flow flags when the pi was elevated but it did not persist long enough to trigger a low flow alarm.

Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: low flow alarms were confirmed via evaluation of the submitted log files. A cause for these low flows could not be determined. A correlation between the device and the reported mild hypertension, hypervolemia, and bacteremia could not be confirmed, and a specific cause for these events could not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted system controller log file, which contained data from 28nov2021 to 29nov2021, revealed transient low flow alarms accompanied by elevated pi values. The system otherwise appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related issues have been reported. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. "Introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hypertension and infection (localized, driveline, pump pocket or pseudo pocket). It also provides an explanation of all pump parameters, including flow. This section also explains that the pulsatility index (pi) is a calculation that represents cardiac pulsatility, and to contact the manufacturer if pi values near or above 10 are observed. "System monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. "Patient care and management¿ explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also states that ¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ it also contains a subsection entitled ¿controlling infection.¿ ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook: ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. "Alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient had an abrupt onset of low flow alarms with over 30 in the last 12 hours with an elevated pulsatility index (pi). The low flows worsen when turning to the right side and it has been ongoing since (B)(6) 2021. The patient was hypervolemic, mean arterial pressure (map) was mildly elevated. Lactate dehydrogenase (ldh) and haptoglobin were stable. Computed tomography angiography (cta) showed no outflow graft issues. The patient was incidentally found to have bacteremia. Log file analysis captured low flow events on (B)(6) 2021 and several low flow flags when the pi was elevated but it did not persist long enough to trigger a low flow alarm.